Event description:
It was reported that the device was explanted after a implant duration of zero days . Through follow-up, it was learned that the device was explanted due to a sizing issue.

Event description:
It was reported that the device was explanted after implant duration of approximately 6.6 months, due to supravalvular pulmonary stenosis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/17/2009 (through follow up with the health care provider via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.